Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the scratch on the screen that makes it difficult to read at times, rewound or priming was slower and noisier, insulin pump rejected new batteries and insulin pump sent no delivery alarm and during that time it didn¿t give correct amount insulin. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.